Event description:
Discordant advia 120 white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) results were obtained on 3 pt samples while the instrument was being used in manual mode. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. A few days later, discordant results were obtained again on one pt sample. There was no pt intervention or adverse health consequences due to the discordant advia 120 results.

Event description:
Discordant advia 120 white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) results were obtained on 3 pt samples while the instrument was being used in manual mode. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. A few days later, discordant results were obtained again on one pt sample. There was no pt intervention or adverse health consequences due to the discordant advia 120 results.

Event description:
Discordant advia 120 white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) results were obtained on 3 pt samples while the instrument was being used in manual mode. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. A few days later, discordant results were obtained again on one pt sample. There was no pt intervention or adverse health consequences due to the discordant advia 120 results.

Event description:
Discordant advia 120 white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) results were obtained on 3 pt samples while the instrument was being used in manual mode. The results were reported to the healthcare provider. The samples were retested and corrected reports were issued. A few days later, discordant results were obtained again on one pt sample. There was no pt intervention or adverse health consequences due to the discordant advia 120 results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site. The fse realigned the selector valve and the sample line to the autosampler. The customer called the technical service center (tsc) 5 days later and complained that the same pattern of discordant results were obtained on another pt sample. The tsc obtained the reports and run screens from the customer. The findings of the fse and data provided by the customer indicate that the cause for the discordant wbc, rbc, hgb and plt results is due to improper mixing of sample by the operator when using the instrument in manual mode. The instrument is performing within specifications. No further evaluation of the instrument is required.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site. The fse realigned the selector valve and the sample line to the autosampler. The customer called the technical service center (tsc) 5 days later and complained that the same pattern of discordant results were obtained on another pt sample. The tsc obtained the reports and run screens from the customer. The findings of the fse and data provided by the customer indicate that the cause for the discordant wbc, rbc, hgb and plt results is due to improper mixing of sample by the operator when using the instrument in manual mode. The instrument is performing within specifications. No further evaluation of the instrument is required.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site. The fse realigned the selector valve and the sample line to the autosampler. The customer called the technical service center (tsc) 5 days later and complained that the same pattern of discordant results were obtained on another pt sample. The tsc obtained the reports and run screens from the customer. The findings of the fse and data provided by the customer indicate that the cause for the discordant wbc, rbc, hgb and plt results is due to improper mixing of sample by the operator when using the instrument in manual mode. The instrument is performing within specifications. No further evaluation of the instrument is required.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site. The fse realigned the selector valve and the sample line to the autosampler. The customer called the technical service center (tsc) 5 days later and complained that the same pattern of discordant results were obtained on another pt sample. The tsc obtained the reports and run screens from the customer. The findings of the fse and data provided by the customer indicate that the cause for the discordant wbc, rbc, hgb and plt results is due to improper mixing of sample by the operator when using the instrument in manual mode. The instrument is performing within specifications. No further evaluation of the instrument is required.